Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer successfully reloaded the cartridge to resolve the issue. Additionally, the insulin gauge was inaccurate. Reportedly, customer usually fills cartridge with 300u of insulin. Tandem technical support educated customer that this is the maximum fill for the cartridge. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer successfully reloaded the cartridge to resolve the issue. Additionally, the insulin gauge was inaccurate. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event.